Event description:
It was reported that during a cryo ablation procedure, during aspiration of the sheath, approximately fifteen milliliters of air was introduced into the syringe. The sheath was discarded and replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath (B)(4) and data files were returned and analyzed. The data files did not show any system notices on the reported event date. Visual inspection of flexcath advance showed the device was intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. The reported issue (air ingress) has been confirmed through testing. The device failed the returned product inspection due to a leaking hemostatic valve. (B)(4)

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.